Manufacturer narrative:
(B)(4). (Age at time of event): patient age was reported as mid aged/not elderly. (Weight): patient weight was reported as average. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The first starclose se is being reported under a separate medwatch report.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during sheath splitting carving was noted. The device was removed and another starclose se device was used with the same results. The physician indicated he removed the devices from the patient's anatomy using the safety features and used manual compression to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.